Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that during the thermocool smart touch bi-directional navigation catheter advancement to the right ventricular outflow tract (rvot) after ablation, the patient complained about pain on the left should shoulder. Intracardiac echocardiography (ice) confirmed pericardial effusion. Pericardiocentesis was performed and 100 cubic centimeters (cc) of fluid were removed. The patient was stabilized and under observation. Multiple attempts have been made to obtain the adverse event questionnaire and cardiac perforation survey of this complaint. As for now, no further information has been made available.

Manufacturer narrative:
(B)(4) during an idiopathic ventricular tachycardia procedure, it was reported that during the thermocool smart touch bi-directional navigation catheter advancement to the right ventricular outflow tract (rvot) after ablation, the patient complained about pain on the left should shoulder. Intracardiac echocardiography (ice) confirmed pericardial effusion. Pericardiocentesis was performed and 100 cubic centimeters (cc) of fluid were removed. The patient was stabilized and under observation. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, a deflection test was performed and catheter passed. The catheter was also evaluated for screening test and carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, an irrigation test was performed and catheter failed. A wire was passed through the irrigation tubing and it got stuck close to the tip dome. Catheter was then dissected and dark ¿ brown residues similar to human blood were found inside the irrigation tubing. No other external material was blocking the tubing, and the evidence showed that the tubing was not damaged. Therefore, it remains unknown the origin of the residues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on irrigation test but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the lot # 16046155m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto 3 system: us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Product: pentaray nav high-density mapping catheter: us catalog # d128205, lot # 16062320l. Product: webster electrophysiology catheter with auto ID: us catalog # d608dr002ct, lot # 15998212m. Product: webster electrophysiology catheter with auto ID: us catalog # d7dr252ct, lot # 16052486m. (B)(4).

Manufacturer narrative:
On april 25th, received additional information requested from bwi representative stating that the patient felt a sharp pain in the shoulder that was unrelieved by medication. It was noted the patient then had a pericardial effusion. A drain was placed and approximately 100 ml of serosanguinous fluid was returned. The patient remained stable. The patient required on day of hospitalization and the outcome was a full recovery. The physician's opinion regarding the causality of this event is procedure related. The patient was a female. The device investigation is still in progress. (B)(4).